Event description:
According to the reporter: some staples remained in the cartridge after firing, and the staples that fired were not formed properly. The stapler did cut tissue. The incident caused stapled tissue to tear. There was minor bleeding. Tissue was re-stapled and there was some tissue loss. Surgery time was extended by more than 40 minutes.